Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an unspecified quantity (at least two) of homechoice cassettes. This occurred during priming for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.